Event description:
Patient with left temporal brain lesion suspicious for low grade glioma was admitted to undergo a left awake craniotomy for tumor biopsy and partial debulking. In the induction room, following sedation with an lma in place, patient was moved from hospital bed to MRI-safe cart. Both side rails on MRI-safe cart required increase effort to close and secure due to patient¿s large body habitus while laying on the narrow MRI-safe cart. Patient¿s hand went undetected by caregivers, while two fingers of right hand were entrapped as the side rail of the MRI-safe cart was brought up to secure. The patient was moved to the imris operating suite, during transfer from MRI-safe cart to operating room table, significant bleeding was noted from a laceration on the distal ring and little fingers of the right hand. Ortho hand consult was called to the operating room. X-ray diagnosed distal tip, open, nondisplaced phalanx fractures. Ortho irrigated and repaired the lacerations and significant nail bed injuries involving the right ring and little fingers. The patient went on to have the cranial biopsy procedure completed. Patient received IV/po antibiotics, right hand splint with dry compression dressing, and tetanus booster. Right hand edema, numbness, and pain were reported. The patient was discharged on pod # 2 in stable condition. There was no equipment malfunction but reporting for awareness this cart has impingement hazard.